Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2024, it was reported by a sales representative via (B)(4) that an ar-9831 apollorf i90, aspirating ablator had the electrode come out of the tip. The patient was not affected. This was discovered during use, with no reported patient harm. Additional information was received on 08/21/2024: the electrode came out while in the patient but never fell entirely off the cords inside; the electrodes were still attached. The electrode was then removed from the patient. The case was delayed 3-5 minutes to get another wand. The case was completed by getting another probe with no issues. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024. Additional information was received on 10/30/2024: an additional ar-9831 apollorf i90, aspirating ablator (lot: 15247144) electrode fell out on the mayo and was not in the patient, with wires still connected to it. There were no alarms when this occurred. The settings were the manufacturer's settings and were not changed for the case. The ablator did not come in contact with any other devices and was in constant use for about 20-40 seconds off and on but was not removed from the patient.